Manufacturer narrative:
Conclusion code: new unit was sent to the customer in place of the current unit.

Event description:
It was reported by service report that the siderail will not latch in place due to a damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.